Event description:
It was reported that during the revision procedure to replace the right ventricular (rv) lead, the lead was explanted and replaced without issue. However, when the new lead was inserted into the header of the pacemaker there were observations of noise that was oversensed. The physician also tried the atrial lead in the ventricular port, and it also had noise. It was decide to use a new device, as there might have been damage to the seal plug. The device was explanted and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The header was firmly attached to the case, and all seal plugs were intact and undamaged. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report noise with the new lead during the lead revision.

Event description:
This report is being filed with analysis details.